Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was returned in one piece. Using visual inspection, final analysis found an external insulation abrasion breach caused by friction against the device can, and a full breached outer insulation degradation found adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.